Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that she was trying to fill the reservoir with insulin and noticed that her hands were wet and she could smell insulin. The customer stated that she believes the leaking was at the connection of the transfer guard to the reservoir or the transfer guard itself. Also, the customer noticed, the connection was some loose when she connected the transfer guard to vial of insulin, but she was able to fill some insulin in the reservoir. No further info was provided.